Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had hard to read display, especially in the sunlight. No harm requiring medical intervention was reported. The customer was declined troubleshooting. Customer stated that insulin pump had battery was draining pretty fast, even when they are fresh and failed battery test. The insulin pump received unexplained no delivery alarm and had to pressed escape and rewind to get to work again. The device will not be returned for analysis.